Event description:
It was reported that the catheter was pretested and the media injection lumen was flushed in the children's cath lab. The catheter was inserted in the right ventricle, then filled with co2 and carried by the blood flow into the vena cava. When the catheter was in place, the balloon was deflated and contrast medium was given into the media injection lumen with the syringe by hand. Under x-ray, it was visible that the balloon became filled with the rest of co2 of the lumen and then with contrast medium. As a result, the catheter was removed. There was no reported delay. There was no death and no pt complications were reported. The pt outcome is the pt is okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.